Manufacturer narrative:
Results of investigation: the vyaire factory service team was able to verify the reported issue. Testing revealed a corrupted boot loader. The defective device was scrapped due to our service department no longer carries this product.

Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent blank display on this end of life user interface module (uim), of this ventilator device. The customer stated no patient involvement with this event.